Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6 the most likely cause is patient factors, including hyperlipidemia. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 7300tfx 29mm mitral valve and is being evaluated for a valve-in-valve procedure after an implant duration of 5 years, 2 months due to calcified leaflets, severely restricted, and severe stenosis. Per medical records, the patient presented in the clinic with symptoms of hf nyha class 3, for valve work-up. Echo revealed critical aortic stenosis, leaflets appear calcified and severely restricted. Severe mitral stenosis with calcified and severely restricted leaflets. The patient underwent viv tavr with a non-edwards 23mm evolut valve and was discharged on pod #2.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.